Event description:
Related manufacturer reference number:1627487-2024-07628. It was reported the patient experience ineffective therapy and was unable to get desired therapy strength due to high impedances on both the leads. Additionally, x-ray confirmed the one of the leads has migrated. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads had migrated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported ineffective therapy was not confirmed. Microscopic inspection of the returned lead a did not show any anomaly and lead a passed the electrical testing and no impedance issues were observed as reported.